Event description:
It was reported that the patient with this right ventricular (rv) lead was found unresponsive and a request for device analysis was made. Technical services (ts) found no evidence in pauses in pacing and was unable to confirm capture due to programmed sensing configuration. This rv lead was noted to have undergone a recent revision due to an unknown reason. Frequent pvcs were noted on the presenting electrogram (egm). Ts discussed lead evaluation to rule out possibility of dislodgement. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).